Event description:
A (B)(6) year old male underwent a tavr procedure on (B)(6) 2021. The patient had a CABG with a planned avr. The avr was aborted due to calcification of the ascending aorta. The patient returned on (B)(6) 2021 for the tavr. During the procedure, "a 26 mm edwards sapien 3 ultra valve was crimped to the tavr deployment catheter, which was then advanced to the descending aorta, the valve mounted to the deployment balloon and advanced into position across the native aortic valve, with confirmation of position by aortic root angiography. During rapid pacing, the valve was successfully deployed, however at maximum inflation the balloon ruptured and fragmented. Attempts to remove the delivery system via the sheath for unsuccessful due to the deformed balloon. The delivery system and sheath removed as a unit, however the distal tip of the balloon was retained in the r cfa." Vascular surgery was consulted and come to the procedure room. A right femoral embolectomy with bovine pericardial patch angioplasty was done to retrieve the balloon pieces. This procedure was successful. The patient was admitted as planned and discharged to home on (B)(6) 2021. FDA safety report ID# (B)(4).